Event description:
Report received of an inability to deliver medication through the clave port. The anesthetist attempted to inject succinylcholine into the clave port to induce anesthesia in preparation for a c-section. Reportedly he attempted to inject through the clave port on the IV set and was unsuccessful after two attempts, so he added a reseal adapter to one of the clave ports and was able to inject the drug successfully. There was a delay of "a few seconds " in drug delivery due to the issue. The pt did not experience any adverse sequelae. The pt was delivered without report of any adverse effects. Though requested, no additional info was provided.